Event description:
A surgeon reported that a dull knife was noted during the material revision prior to surgery. An alternate knife was obtained to perform the procedure. There was no patient involvement with the complaint knife.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the complaint "dull" as reported by the customer cannot be determined. Some potential causes are reuse, improper handling or contact with another instrument during the procedure or setup. All knives are 100 percent inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects,such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpless testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).